Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, follow up report will be submitted.

Event description:
An authorized distributor reported that the air was leaking inside the tubing of the cusa excel 36khz tubing set (c3601) during a procedure. The device was replaced and no surgical delay resulted. No patient injury occurred, and the patient's current status is reported to be good.